Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has no alarm, starts up "funny" and has a small amount of white powder on the inside.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were blown, which confirmed the original complaint issue of a white powder (sieve material) inside the unit. The complaint of no alarm was not verified, as there was no indication on the evaluation of a failure of the alarms.

Event description:
Dealer states the unit has no alarm, starts up "funny" and has a small amount of white powder on the inside.